Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed t1 is free from the delivery needle. The actuator is in its t2 pre-deployment position. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended, t2 deployed as a result of the test.

Event description:
It was reported that during a procedure, after t1 was deployed, the needle couldn't bounced back, resulting in t2 no deployed. All t's were removed from patient and no patient injuries were reported.